Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Event description:
(B)(4). According to the information received, an end user reported a catheter with blocked eyelets. The customer reported that some catheters do not work as no urine comes through the catheters. The customer has to try several catheters before she has one which can empty the bladder.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device (model 2900) implanted; however, the device is sold internationally only, and has been determined to be a non-reportable event. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.